Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a pre-cardiopulmonary bypass (cpb) procedure, the metal guard snapped off the sternal saw while in patient's sternum. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(4) 2014: the certified surgical technician (cst) confirmed that during the sternotomy, the blade protector assembly broke. The broken assembly was removed from the chest cavity without difficulty and there was no injury (no bleeding) due to this event. A back-up sterile sternal saw was located in the sterile core area next to the cardiac operating room, and was retrieved and brought to the room. It was opened and assembled and the sternotomy was completed. Th cst estimated the delay in surgical procedure of about three minutes. The patient was hemodynamically stable during the delay and there was no harm observed during or after the procedure. There was no add'l associated blood loss and the procedure was completed, as scheduled.